Event description:
It was reported that intermittently the 9800 system displays a stator error 3 to 5 minutes after the system is booted up. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, a temperature sensor error was observed. Replaced the high voltage cable assembly and power/motor relay pcb. The system was tested and found to be working as intended and placed back into service.